Event description:
Per the clinic, the patient was explanted on (B)(6) 2021, due to non-device related issues. The wound area was treated with topical antibiotics. Reimplantation is planned but had not taken place at the time of this report.

Event description:
The device was explanted (B)(6) 2021. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.